Event description:
Customer reported, a secondary infusion of ciprofloxacin 400mg in 200ml bag back flowed into primary infusion of 0.9 sodium chloride with potassium. No pt harm reported. Although requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The product was received. Investigation is not complete. A follow up report will be submitted with any relevant info.